Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 28 cm distal to the is4 connector pin. In this region several cuts in the insulation were found. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high pacing thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high pacing thresholds at the three month follow up visit. The configuration was changed and successfully resolved the issue. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.